Event description:
It was reported that catheter entanglement on guide wire occurred. The chronic total occlusion (cto) lesion being treated was located in the circumflex artery. An opticross¿ 6 imaging catheter was selected for use. During procedure after using the pullback sled, the physician attempted to pull the opticross¿ 6 imaging catheter back; however, it was caught on the unknown guide wire. The physician then removed the entire wire system out and was forced to re-wire. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entanglement on guide wire occurred. The chronic total occlusion (cto) lesion being treated was located in the circumflex artery. An opticross¿ 6 imaging catheter was selected for use. During procedure after using the pullback sled, the physician attempted to pull the opticross¿ 6 imaging catheter back; however, it was caught on the unknown guide wire. The physician then removed the entire wire system out and was forced to re-wire. No patient complications were reported.